Event description:
This device case, reported by a non-healthcare professional, who contacted the company with a request for medical information and to report a product complaint, with additional information provided by the patient's general practitioner (gp) concerns a male patient. The patient's medical history included diabetes mellitus insulin-dependent (iddm). The patient was concomitantly receiving losartan and insulin detemir for the indication of diabetes. The patient received insulin lispro (humalog) via a cartridge, a dose of approximately '8' in the morning, '10' at lunch and '10' in the evening (units for the dosage regimen were not reported), delivered via a humapen ergo burgundy pen body (lot number 0603a04, expiry date unknown) with a clear cartridge holder attached, for the treatment of diabetes beginning approximately three years prior to reporting (estimated to be in 2004). In 2007, approximately three years after therapy with insulin lispro was started and one year after the patient started to use the humapen ergo, the patient experienced stinging at his injection site which subsequently started to go red and then turned into a lump "like an egg". The patient went to see the doctor on tuesday three days later, and it was confirmed that the patient had developed an abscess at the injection site and he was prescribed an unspecified oral antibiotic. By thursday two days later, the lump was the size of a "goose egg" and the patient went to an accident and emergency department in a hospital. The patient was diagnosed with a calcified cyst. The patient was admitted to hospital on the next day, and the cyst was removed by operation (reported by the gp as abscess drainage) on the following day, and at that time the cyst's size was reported to be as a "tennis ball". The patient was discharged from the hospital in 2007, and he was attended daily by a district nurse to dress the wound. It was reported that during this time the patient's blood sugar levels were affected and were high (no values were reported). It was reported that the humapen's dose knob became loose and kept falling out, so the patient was unsure what dose he was getting. The action taken with insulin lispro was not provided and it was reported that the patient started to use humapen luxura. At the time of reporting, it was unknown if the patient had recovered from the events. No further information is expected. If follow-up information is received, the case will be updated accordingly. This humapen ergo burgundy pen body with a clear cartridge holder attached is associated with cid00497686. The operator of the humapen was the patient. The operator was trained by a nurse and had used the device for one year. The patient used 8mm length novo needles and he changed needles only when started a new cartridge. The patient primed the pen each time and injected into his abdomen with thumb injection technique, holding the needle in the skin for two seconds. The reporting gp confirmed that the patient used the same abdominal site for injecting. The patient stored the device inside. The device was returned to the manufacturer for additional evaluation. Refer to results/conclusions section for cid00497686. Attempted to obtain lot/control number for insulin lispro. Information was unknown. The reporting gp did not know if the event of abscess/cyst at injection site was casually related to insulin lispro or to the use of the device. The event of blood glucose increased was unassessed by a healthcare professional. Edit 01-may-2007: minor edits to case following internal review. Update 08-may-2007: follow-up information received 04-may -2007, for the patient's gp. Gp added as a reporter. Event not reported to regulators selected. Patient's medical history updated. Causality for injection site cyst updated. Narrative updated. Psur updated. Edit 09-may-2007: minor edits to case following internal review. Edit 10-may-2007: minor edits to narrative following internal review. Update 11-may-2007: final gpcms report received on 10-may-2007. Lss analysis summary added and malfunction changed to yes. Device tab and narrative updated accordingly. Update 24-may-2007: final gpcms report received on 10-may-2007. Lss analysis summary was not added in full in error. Completed lss analysis summary.

Manufacturer narrative:
Investigation in progress. Eval summary. The actual complaint device (lot 0603a04, manufactured in march 2006) was received in a condition that would require manipulation to test. The identified malfunction is dialing nut to rear outer housing glue bond failure, with adequate glue bead. The "directions for use" prohibit continued use. Therefore, the malfunction is confirmed without testing. Corrective action: no corrective action is planned. The trend for this complaint is within the failure mode effect analysis (fmea) anticipated occurrence rate. In addition, the user manual states: "do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." There is evidence of improper use. The user continued to use the device even though the "dose knob kept falling out". Also, the user reuses needles and does not hold the injection for five seconds. Needle reuse can result in an underdose if the needle becomes clogged or if large air bubbles form inside the cartridge. Not waiting 5 seconds can result in an underdose if leakage occurs.